Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that for the last 2 weeks the patient had been experiencing pain at the implant site and the day before the call they noticed a stickiness at the site. The caller stated it looks like there is a hole and it may be infected. The caller noted they had contacted the healthcare provider office and they were redirected to call in. The caller was redirected back to the healthcare provider for a medical assessment and treatment. No further complications were reported.